Event description:
It was reported that the patient presented for device change-out due to normal eol. Oversensing was observed on the lead. Externalized conductors were noted via diagnostic imaging. Lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two parts. Internal insulation abrasions were found at 17.2-18.3cm and at 40.7-41.5cm from the ring electrode. The etfe was intact at these locations. Both internal and external insulation abrasions were found at 14.2-15.2cm and between 31.0-31.9cm from the ring electrode. Internal insulation abrasions were found under the svc shock coil at 24.2-24.4cm and at 26.2-27.3cm from the ring electrode. The inner coil lumen was abraded and a short circuit was noted between the svc coil and the pacing coil at 24.2-24.4cm. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.